Event description:
This device was explanted and replaced due to a hematoma. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted due to a hematoma. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the erosion was not device related.